Event description:
A return of patient symptoms was reported. Reservoir volumes were checked and erv was 2.1ml and arv was 18ml. It was unknown if there were any alarms. Six days later, it was reported that a catheter dye study was performed and showed the catheter to be patent. A rotor study was being considered. The patient has a history of chronic dizziness. The hcp shut the pump off for a while (date and length of time not reported) to see if the pump was the issue. The hcp restarted the pump and reported having reservoir discrepancies since. In 2008, a confirmed motor stall was reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.